Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were discussed but not made. The patient was stable.